Event description:
It was reported that upon opening the packaging of the biolox during surgery it was found that the inner packaging was compromised. No backup was available so the same implant was sterilized during 20 minutes and the used. A delay of 31 to 60 minutes reported. No patient injuries reported.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.